Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care profession reported that during the intraocular lens (iol) implant procedure, the implant got stuck in the injector and another implant was used. Extended procedure duration as a consequence. There was no impact to the patient. Additional information has been requested.